Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 23mm. The diameter of the aneurysm entry is 23mm. The proximal neck length by centerline is 15mm during the index procedure, a final dsa confirmed a type ia endoleak. The physician performed touch up; however, the endoleak was not resolved. The physician added another manufacturer¿s cuff on the proximal end of the endurant main body and angiography showed a decrease of the endoleak. The physician noted that it was possible to have a type IV endoleak. Angiography was run from the inside of the main body and a jetting type IV endoleak was confirmed right at the flow divider of the main body. A type ii endoleak was also confirmed from the inferior mesenteric artery (ima). The physician still noted the possibility of the type ia endoleak; therefore, the patient will continue to be monitored by the physician. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.